Event description:
It was reported that the speed of rota console was fluctuating and was not constant. The target lesion was located in the right coronary artery. A ce rotablator was selected for use. During preparation, it was noted that the speed of rota console was fluctuating and was not constant. The device was restarted multiple times but still, the rotaburr was not rotating and the speed was not constant. The procedure was completed using the same device. No patient complications were reported. Device will not be returned for analysis.

Event description:
It was reported that the speed of rota console was fluctuating and was not constant. The target lesion was located in the right coronary artery. A ce rotablator was selected for use. During preparation, it was noted that the speed of rota console was fluctuating and was not constant. The device was restarted multiple times but still, the rotaburr was not rotating and the speed was not constant. The procedure was completed using the same device. No patient complications were reported. It was further reported that this was related to a issue wth a rota console (demo unit). Device will not be returned for analysis.

Event description:
It was reported that the speed of rota console was fluctuating and was not constant. The target lesion was located in the right coronary artery. A ce rotablator was selected for use. During preparation, it was noted that the speed of rota console was fluctuating and was not constant. The device was restarted multiple times but still, the rotaburr was not rotating and the speed was not constant. The procedure was completed using the same device. No patient complications were reported. It was further reported that this was related to the issue in rota console (demo unit).

Manufacturer narrative:
Device evaluated by MFR: the rotablator console was returned for evaluation. The device was received with a broken warranty label, a missing foot and in poor cosmetic condition. Unstable speed was confirmed in customer supplied video that was reviewed, however unstable speed was not confirmed during functional testing of the returned device and so it is not clear what caused the reported complaint allegation. Therefore, the exact cause of the reported events was not able to be determined. Rotablator dynaglide foot pedal, serial number (B)(6) was returned. The foot pedal, body, tubing, and connectors were visually examined. Inspection of the unit did not identify any damages or defects. Functional testing was performed by connecting the returned foot pedal to the test rotablator console. A test rotablator device was connected to the rotablator control console system. The rotablator device was able to reach and maintain optimal rpm with no resistance or issues during use of the returned foot pedal. The test device was able to reach and maintain optimal rpm without issues using the returned foot pedal.

Event description:
It was reported that the speed of rota console was fluctuating and was not constant. The target lesion was located in the right coronary artery. A ce rotablator was selected for use. During preparation, it was noted that the speed of rota console was fluctuating and was not constant. The device was restarted multiple times but still, the rotaburr was not rotating and the speed was not constant. The procedure was completed using the same device. No patient complications were reported. It was further reported that this was related to the issue in rota console (demo unit).

Manufacturer narrative:
Device evaluated by MFR: the rotablator console was returned for evaluation. The device was received with a broken warranty label, a missing foot and in poor cosmetic condition. Unstable speed was confirmed in customer supplied video that was reviewed, however unstable speed was not confirmed during functional testing of the returned device and so it is not clear what caused the reported complaint allegation. Therefore, the exact cause of the reported events was not able to be determined.